Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported information, no cause of death and no direct device involvement were reported. The patient did not expire due to any medtronic product involvement. Neither autopsy nor explant information was reported. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested. No new information has been received to-date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days post implant of this 31mm bioprosthetic valve, the patient expired. No cause of death and no direct device involvement was reported.

Manufacturer narrative:
Medtronic received additional information from this patient's physician that this valve was implanted due to endocarditis and infection. The physician also confirmed that there was no medtronic product involvement in the patient's death. (B)(4).

Manufacturer narrative:
Medtronic received additional information from this patient's physician that issues aside from the valve contributed to the patient's endocarditis. The physician declined to provide additional information regarding the infective organism.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.